Event description:
During the patient's bone marrow biopsy procedure, the core needle was inserted into the bone and during removal of the needle the device broke at the plastic attachment to the metal core needle. Several attempts were made to remove it, and ultimately an ortho consult was called. Level 1 pelvic xray pa and lateral were obtained to assess positioning. Ortho was able to remove the needle using sterile pliers. Post-removal x-rays were obtained to ensure no foreign bodies were left in the site.